Manufacturer narrative:
One used sample was received for evaluation for the complaint that was unable to inject the liquid and there may be a defect in the stopper part. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. As received, there were no damages or anomalies observed. In order to replicate clinical use, the cassette was filled with dyed water using an ICU medical provided syringe. During the filling process, no difficulties were observed. The fluid was observed to flow past the green latch on the tubing. The complaint of an occlusion cannot be confirmed nor replicated.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that was unable to inject the liquid. There may be a defect in the stopper part. This occurred during priming and there was no patient involvement.